Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a sterling mr balloon catheter. The balloon was loosely folded with blood and contrast in the balloon and hub. Microscopic inspection revealed a hole 13mm distal from the proximal markerband. There is no indication the device was inflated over rbp. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the right femoral artery utilizing contralateral approach. The 99% stenosed target lesion was located in the mildly tortuous and moderately calcified left superficial femoral artery. After a non-bsc guide wire and other wires crossed the lesion, a 6.0mmx40mmx135cm (4f) sterling balloon catheter was advanced for dilation via the guidewire. However, during inflation, a contrast media leakage was noted under fluoroscopy. The balloon ruptured longitudinally. No segment of the balloon was detached inside the patient after it ruptured. The device was removed from the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the right femoral artery utilizing contralateral approach. The 99% stenosed target lesion was located in the mildly tortuous and moderately calcified left superficial femoral artery. After a non-bsc guide wire and other wires crossed the lesion, a 6.0mmx40mmx135cm (4f) sterling¿ balloon catheter was advanced for dilation via the guidewre. However, during inflation, a contrast media leakage was noted under fluoroscopy. The balloon ruptured longitudinally. No segment of the balloon was detached inside the patient after it ruptured. The device was removed from the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.